Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the filter having an unknown brown substance was received from the customer. A photo was provided for investigation. In the photo, the filter is seen to be a brown/yellowish color. A device history record review could not be performed on model 10010453 because the lot number is unknown. Due to a physical sample not being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: filter turned brown. Can you please elaborate on what occurred when the filter turned brown? Was this during infusion? Nursing reported brown discoloration during infusion.